Manufacturer narrative:
Additional manufacturer narrative: the power supply has been returned to the manufacturer for investigation. The power supply was confirmed to be defective.

Event description:
The customer reported that the machine switched off during treatment and could not be restarted.